Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.

Event description:
It was reported that during a ptca procedure, the liberte stent was found damaged upon withdrawal. The lesion being treated was located in the long, diffuse and heavily calcified left anterior descending artery (lad). The lesion was predilated with another MFR's balloon at 8atms. The physician then tried to deliver the liberte stent, however, due to "strong resistance" he withdrew the stent. The physician did not continue the case due to this event. Upon removal, the edge of the stent was noted to be flared. No pt complications were reported, and the pt status was reported as 'okay'.